Event description:
It was reported that a protegen sling was implanted and then subsequently removed because the pt developed an infection "around the part." There is no further info available on this case and the device was not returned for eval.